Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2010, it was reported that during a trial lead implant procedure the patient had a csf leak when the doctor inserted the epidural needle. The doctor repositioned the needle and tried another entry point. The patient then experienced another csf leak. The anesthesiologist administered additional fluids to the patient and the doctor successfully tried a third location and implanted the lead without further incident. After the procedure, the patient did not complain of a headache or any other symptoms. The patient is currently satisfied with the stimulation.